Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker system was admitted to the hospital due to feeling unwell and symptoms including shortness of breath, dizziness, and lightheadedness. Device interrogation revealed that the pacemaker was operating in safety mode and had recorded the following codes: 0x0 0x0 0x0. This pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system was admitted to the hospital due to feeling unwell and symptoms including shortness of breath, dizziness, and lightheadedness. Device interrogation revealed that the pacemaker was operating in safety mode and had recorded the following codes: 0x0 0x0 0x0. This pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.